Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. A 10mm x 2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that balloon ruptured before expansion and was removed per usual. The procedure was completed with another of the same device. There were no patient complications reported.

Event description:
It was reported that balloon rupture occurred. A 10mm x 2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that balloon ruptured before expansion and was removed per usual. The procedure was completed with another of the same device. There were no patient complications reported.

Manufacturer narrative:
E1. Initial reporter city: (B)(6). Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A microscopic examination identified a balloon longitudinal tear beginning approximately 1mm distal of the distal markerband and extending approximately 6mm proximally across the balloon material. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. As per wolverine specification the rated burst pressure for this wolverine device is 12 atmospheres. A visual and microscopic examination identified no damage or issues with the blades of the device. All blades were intact and fully bonded to the balloon material. A visual and tactile examination found no kinks or damage to the hypotube of the device. A visual examination identified damage to the tip of the device. This type of damage is consistent with excessive force being applied to the device when attempting to cross the lesion. No other issues were identified during analysis.